Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced redness around the pocket incision since implant. In the opinion of a physician on approximately (B)(6) 2025, the redness was a reaction to a suture, and the patient was prescribed antibiotics. On (B)(6) 2025, the patient noted a suture sticking out from the incision and was scheduled for a surgical appointment. However, the patient also had a normal barostim therapy titration appointment on (B)(6) 2025. The managing physician inspected the incision area and found the incision was open and the ipg was visible. A revision occurred on (B)(6) 2025 where the chest pocket was opened and washed-out. The ipg was sutured back in place and covered with an antibiotic pouch, and the pocket was closed. Although the physician did not suspect an infection, additional antibiotics were prescribed. As of (B)(6) 2025, no additional issues with the pocket were reported.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced redness around the pocket incision since implant. In the opinion of a physician on approximately (B)(6) 2025, the redness was a reaction to a suture, and the patient was prescribed antibiotics. On (B)(6) 2025, the patient noted a suture sticking out from the incision and was scheduled for a surgical appointment. However, the patient also had a normal barostim therapy titration appointment on (B)(6) 2025. The managing physician inspected the incision area and found the incision was open and the ipg was visible. A revision occurred on (B)(6) 2025 where the chest pocket was opened washed-out. The ipg was sutured back in place and covered with an antibiotic pouch, and the pocket was closed. Although the physician did not suspect an infection, additional antibiotics were prescribed.